Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 167 mg/dl and the sensor glucose was 67 mg/dl at the time of the incident. When she goes to calibrate it is off by 100 points. Customer did not receive a change sensor alert after a calibration not accepted. Current sensor glucose was 78 mg/dl and blood glucose was 100 mg/dl. Troubleshooting was done and customer stated that their blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 67 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. The sensor will not be returned for analysis.